Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2024, the patient was outside his house with a friend when his lips started to become numb. He went inside to eat and stated he could not think correctly. The patient eventually lost consciousness and his wife called paramedics. When they arrived, they checked his bg and it was 22 mg/dl while the cgm was 62 mg/dl. Paramedics administered the patient with IV sugar and the patient regained consciousness. They also provided the patient with a peanut butter and jelly sandwich. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.